Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician attempted to use a cook endoscopy acuject variable injection needle to inject epinephrine into a bleeding site at the ampulla. When the user attempted to advance the needle from the outer catheter, the needle penetrated the side wall of outer catheter (instead of exiting the distal end of the outer catheter). The user reportedly experienced difficulty with removing the needle from the endoscope. The injection needle was removed and another needle was used to complete the procedure. The user reportedly "fiddled" with the needle for several mins before being successful in retraction of the needle into the outer catheter. This was performed due to the concern that removing an extended needle through the endoscope could cause damage to the accessory channel. Needle retraction was successful and the needle was then removed from the endoscope. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report of outer catheter penetration by the needle. A small damaged area in the outer catheter where the needle penetration occurred was detected through a visual examination. The small damaged area is located inside the black section of the outer catheter located at the distal end of the injection needle device. The device handle was returned in the fully advanced position; the handle position corresponds to full needle extension from the outer catheter. During our laboratory analysis, the handle was manipulated to retract the needle. The catheter of the injection needle device was placed in a straight position. When the handle is manipulated with the catheter in a straight position, the needle extends and retracts properly. A severe kink in the outer catheter is present approx 1cm from the distal end. The length of the outer catheter was measured and found to be within the appropriate specification. A product discrepancy that could have contributed to needle penetration of the outer catheter was not observed during our laboratory analysis. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The info provided indicated the endoscope was in a torqued position during use. Needle penetration of the outer catheter can occur if needle extension is attempted with the catheter in a coiled or curved position. The instructions for use direct the user the uncoil the catheter and straighten completely. The instructions for use also caution the user that extending the needle while the catheter is coiled may result in damage to the performance characteristics of the device. Kinks in the outer catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all acujet variable injection needles are subjected to a visual and functional test to ensure appropriate needle extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.